Event description:
It was reported that the patient's blood glucose level was 116 mg/dl. His wife thought his blood glucose level more likely in the 40's mg/dl based on his symptoms. She stated that he was sweaty and grunting in his sleep. She provided him with orange juice and (B)(4)'s that the patient would not have been able to retrieve on his own, due to his low blood glucose symptoms. The patient's blood glucose level began to return to a normal level after eating and drinking. No product was available to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.